Manufacturer narrative:
Block h6: imdrf device code a0501 captures the reportable event of tip detached.

Event description:
It was reported to boston scientific corporation that an injection gold probe was used in the duodenum during a gastroscopy procedure on (B)(6) 2025. During the procedure, the gold probe tip detached from catheter. It was unclear if detached in channel or out of end of scope. The procedure was completed using a resolution clip. There were no reported patient complications as a result of this event.